Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". They reported this did not occur during patient use.

Manufacturer narrative:
Based on the investigation provided from the distributor, the AED was not maintained as per the manufacturer's recommendations.